Event description:
Additional information received reports that patient underwent surgery on (B)(6) 2021 in which leads were explanted and replaced. Stimulation was reportedly restored following the procedure.

Manufacturer narrative:
The event of lead migration was reported to abbott. The leads were explanted and replaced. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2021-16399. It was reported that the patient's leads have migrated. Surgical intervention may be pending to address the issue.